Event description:
This patient is a participant in study, and experienced this event post approval. Patient's status post pdl, l5-s1, was evaluated at six (6) weeks, six (6) months, twelve (12) months, eighteen (18) months, and twenty-four (24) months. At the twelve (12) month visit, patent underwent a l5 right facetectomy for pain which was reported as an adverse event. Patient completed the twenty-four (24) month visit and completed the study in 2007. In 2009, patient presented to study surgeon for treatment of continued back pain. Patient underwent posterior segmental fusion with instrumentation, l4 - s1, in 2009. The pdl hardware was not removed. This is three of three reports for this event.

Manufacturer narrative:
Subject device not explanted. Synthesis is unable to provide the manufacturer and or the date of manufacture without a part/lot number provided or the returned device. Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with pro disc-l post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l. Total disc replacement surgery.